Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago from date manufacturer was made aware.

Event description:
It was reported that patient underwent an explant procedure where the implantable pulse generator (ipg) was removed for unknown reason.

Event description:
It was reported that patient underwent an explant procedure where the implantable pulse generator (ipg) was removed for unknown reason. Additional information was received that patient was not able to get enough pain relief and device was not working as expected. No further information has been obtained despite good faith efforts.